Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The product investigation was completed. Device evaluation details: it was confirmed that the damaged dvi (digital visual interface) to display port cable and the workstation were replaced with other ones that were delivered to the customer. The suspected cable and the workstation were requested by the manufacturer for investigation. It was confirmed that the damaged dvi to display port cable had been scrapped. Therefore, no additional investigation can be performed as the replaced part was not available anymore. The replaced workstation was sent to the manufacturer (quest repair center) for investigation. The workstation was serviced at quest. It was confirmed that workstation is in usable condition and no physical damaged was confirmed. Due to the reasons stated above, the cause of the overheating issue could not be identified. The manufacturing record evaluation was performed on carto 3 # (B)(6), and no internal actions related to the reported complaint condition were identified. Additionally, the issue of data streaming is related to an internal action. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and the workstation fan was not functioning. The system was "very hot". The monitor cables seemed to have melted/fused to the workstation as they could not be disconnected. Additionally, the system displayed 258 (magnetic data streaming error.), 268 (acl data streaming error), 278 (ECG data streaming error), and 280 (tpi data streaming error) in the middle of the procedure. The errors will display, and the medical team would reboot the carto 3 system to temporarily resolve the issue. No patient consequences were reported.